Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of 8mm prograsp forceps instrument broke away. The instrument was observed to have a frayed cable. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) received followed up with the initial reporter and obtained the following additional information: the instrument was available for evaluation. The reported failure did not cause fragment(s) to fall inside of the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The reported instrument did not collide with any other instrument or tool during procedure. Photographic images of the device(s) or a video recording of the procedure were available for isi review however, no media was attached.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Additional observations : the instrument was found to have a broken main tube approximately 47.21mm from the distal tip. A piece measuring proximately 4.11mm was not returned with the instrument. The proximal clevis was dislodged as a result of the main tube break. The dislodged proximal clevis was a result of broken main tube. The probable root cause of broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.